Event description:
Event description guidant received information that during a routine follow-up visit, this left ventricluar (lv) lead (4543/104500) exhibited an abrupt high out-of-range impedance measurement; a lead fracture was suspected. During the revision procedure, the replacement (4543/115395) lead was attempted; however, due to stenosis of the vascular system, the lead was removed and the left lv port of the device was plugged. Both leads were returned for analysis.